Manufacturer narrative:
The patient sample was received for investigation. The patient sample was tested for pth. The result confirmed the customer's result. The patient sample was tested for interferent using heterophilic antibody blocking tubes (hbt). The result confirmed the presence of a heterophilic antibody interferent in the patient's sample against the elecsys pth assay. The investigation determined that the interferent in the patient's sample (heterophilic antibodies) against assay components had caused the event. Product labeling states, "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The patient sample was requested for investigation.

Event description:
The initial reporter received questionable elecsys pth results from one patient sample tested on the cobas e 801 analytical unit. The initial result from the analyzer was 451 pg/ml. This result was deemed elevated. The repeat result from a beckman i800 platform was 2.5 pmol/l. This result was within the normal range. The reporter performed a serial dilution: the repeat result at 2x dilution was 452 pg/ml. The repeat result at 4x dilution was 476 pg/ml. The repeat result at 8x dilution was 517.6 pg/ml. The repeat result at 16x dilution was 553.6 pg/ml. The repeat result at 32x dilution was 601.6 pg/ml the reporter noted that the serial dilution results had no dilution linearity. The reporter suspects a sample-specific interferent in the patient sample based on the clinical and laboratory findings.